Event description:
The manufacturer received information alleging a patient expired while using a bipap a40. The device has yet to be evaluated. A follow up report will be filed when the manufacturer has completed the investigation.

Manufacturer narrative:
On the previously summitted report, the device problem code was missing from the report. It is corrected on this report.

Manufacturer narrative:
The manufacturer previously reported a patient allegedly expired while using a bipap a40. It was reported the patient was using a nasal cannula when their condition deteriorated. The patient was placed on the bipap a40 device with 15lpm of oxygen entrained. The patient was stable on the device until their medical condition deteriorated and the patient expired. The device was returned to the manufacturer's service center for evaluation. The device operated and alarmed to design specifications. The device is not intended for life support, and the reporting facility was aware of this but continued to use the device. The manufacturer previously reported , initial reporter, was (B)(6) . This was incorrect. The correct initial reporter was the (B)(6) hospital.